Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on available information, a cause of the reported cardiac tamponade could not be determined. Cardiac tamponade is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report cardiac tamponade. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was deployed on the mitral valve, reducing mr to a grade of <1. It was noted there were no issues during the procedure. Roughly two hours later, cardiac tamponade was observed. For treatment, pericardiocentesis was performed. The patient is in stable condition, but the physician was unable to determine the cause of the cardiac tamponade. No additional information was provided.